Manufacturer narrative:
Field service replaced a valve fitting to address the leak on the architect c8000. A review of the instrument service history did not identify any other issues that may have contributed to this event. The valve fitting is replaced to address leaks or as part of maintenance or proactively; no other tickets were found associating the part with a potential safety issue and no adverse trends were identified involving the part. Current labeling advises operators of potential hazards and the safe work practices for cleaning spills. The issue was resolved using normal troubleshooting procedures. No product deficiencies were identified.

Event description:
The account stated the architect c8000 di water was leaking. An operator slipped and fell in the leak from the architect c8000 pulling a muscle. The operator received treatment and is off work for at least 4 days. The operator did not receive any other injuries. The account declined to provide operator information regarding the pulled muscle or treatment.

Manufacturer narrative:
Device code: leak; (B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete. Evaluation in progress.